Manufacturer narrative:
(B)(6). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the right coronary artery (rca). A 16 x 2.75 rebel stent was advanced to treat the lesion. However, the device failed to cross the lesion and the stent detached from the balloon. The detached stent was removed with a snare and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.